Event description:
The customer stated that her glucose readings had been higher than usual, and her doctor had increased her dosage of diabetes medication (glipizide). She tested one day about 2 hours after eating and received a reading of 408 mg/dl. She then exercised, retested her glucose, and received a reading of 45 mg/dl. She felt symptomatic for low blood glucose, but was able to eat something in order to raise her glucose. She did not require medical attention. The meter and test strips were returned for evaluation, and replacement products were sent.